Event description:
Patient was revised to address poly wear of the insert, loosening of the tibial tray at the cement/bone interface, and a broken femoral component. The manufacturer of the cement used at the time of original implantation is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted tibial tray revealed evidence suggesting device loosening in vivo. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions about the root cause of the device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.